Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call loose drive support cap. Customer's blood glucose level was 120 mg/dl. Customer advised during the fill tubing process the drive support cap had been sticking out. Customer changed out their infusion set every three days but instead they were advised to change it out every two days.